Event description:
It was reported that during an unknown procedure, the surgeon was assisted by the product specialist, followed steps of use as circular anal dilator, purse-string, inserts pph, waited 30 seconds before firing and releasing safety button. He squeezed the firing trigger with two hands but feel abnormally on the device. He squeezed the firing trigger, but no crunch sound was heard; then he still tried a second time to squeeze with extra force, but still cannot hear the crunch sound. Finally he gives up squeezing the handle after few attempts. Then he opens a stapler and tries to pull out the device. It finds out that a few staples are formed to the patient, but most of the staples are not formed. The plastic washer had not been cut. Some staples pull out with c shape around the top of staple housing. The anastomosis keep opened. Then he had used diathermy and suture to close the wound and control bleeding for about half hour. The bleeding level for the patient is about 100ml. Procedure completed with same like product.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: was the patient given any blood products? If so how much? The surgeon did not give any blood product. Was the patients post-op care changed in any way? If so please explain. The patient did not change in any way in post-op care.

Manufacturer narrative:
(B)(4). Breakaway washer uncut and indented. The analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.